Event description:
It was reported that during pump training, multiple cartridge alarms occurred. There was no impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.